Manufacturer narrative:
H.6. Investigation: samples received for investigation, upon visual inspection no particles or damages were observed. Fragmentation testing is performed according to procedure, to evaluate any particulates generated by the injector when mated to other components after ten activations. A device history review was performed for reported lot 2006214, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this reported issue. Based on the quality team's investigation, a root cause related to our manufacturing process cannot be identified at this time.

Event description:
It was reported bd phaseal¿ infusion adapter had an issue with foreign material/coring. The following information was provided by the initial reporter: "now they realized white fluffy particles and one grey particle in ready drug bag after used phaseal system:protector, injector and adapter."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd phaseal¿ infusion adapter had an issue with foreign material/coring. The following information was provided by the initial reporter: "now they realized white fluffy particles and one grey particle in ready drug bag after used phaseal system:protector, injector and adapter."